Manufacturer narrative:
The user reported calling paramedics due to bleeding at the sensor insertion site, with the event occurring on (B)(6) 2025, at approximately 3:30 a.m.; at the time of the call, the user reported feeling sick. The event was related to the sensor insertion site, and the user received treatment from paramedics; however, no additional information was provided regarding any medications administered or prescribed. The user's healthcare provider (hcp) is not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per data management system (dms) review, the user has not been using the system since (B)(6) 2025, at 4:50 p.m.

Event description:
Senseonics was made aware of an incident where user reported calling paramedics due to bleeding at the sensor insertion site. The event occurred on (B)(6) 2025, at approximately 3:30 a.m. At the time of the call, the user reported feeling sick.the event was related to the sensor insertion site.the user received treatment from paramedics; however, no additional information was provided regarding any medications administered or prescribed.the user's healthcare provider (hcp) is not aware of the event. The user was advised to follow up with their hcp for further medical guidance.per data management system (dms) review, the user has not been using the system since (B)(6) 2025, at 4:50 p.m.